Event description:
It was reported that a pump was creating a double entry with any key that was selected. According to the customer, no further programming was possible. In addition, the customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed that the following keys are inoperable: #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.